Manufacturer narrative:
The subject device was returned to olympus medical system corporation for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. There was a scratch and a char at the broken point. The manufacturing history was reviewed, with no irregularities noted. As a result of evaluation, we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the error displayed. Consequently, after the physician withdrew the device from the patient body as directed, the probe broke due to the stress by touching physically. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
During a procedure the ultrasonic output error displayed. After the subject device was withdrawn from the patient body, the probe tip broke off during checking. There was no patient harm reported.